Event description:
It was reported to philips that the suite pc did not start up correctly. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the suite pc was not booting up properly. The review of system log files showed error related to suite pc. Upon troubleshooting, the field service engineer (fse), determined that the suite pc needs to be replaced. The supplier's part analysis conclusively determined that the suite pc was failed due to failed mother board. To resolve the issue, the fse replaced the suite pc, reloaded the software and restored the computer backup, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.